Event description:
Customer admitted to hospital for high blood glucose and dka. Troubleshooting was performed. The programming and bolus history were correct. However, the high pressure test was not performed due to the lack of the clamp.